Event description:
It was reported by service report that there was fluid leaking from the gatch and the fluid would leak onto the floor when the gatch was pumped. No pt involvement or adverse consequences were reported.